Event description:
Additional information was received indicating that dislodgment due to twiddler's syndrome was confirmed. The lead was explanted and replaced to resolve the event.

Event description:
During a remote follow-up, oversensing of the far-field channel and undersensing of the discrimination channel which resulted in inappropriate high voltage therapy was observed on the right ventricular (rv) lead. Additionally, decreased sensing occurred. A lead dislodgement due to twiddler's syndrome was suspected the suspected cause of the event. The rv lead will be reevaluated at a future follow-up. The patient was stable and will continue to be monitored.